Event description:
Customer reports that they have had difficulty performing foetal scalp samples. Customer indicates that more c sections may be being performed than are necessary. There was no report of injury for this event.

Manufacturer narrative:
Siemens has requested the customer to provide a summary file so it can be reviewed in more detail.